Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not switching on. Fse checked the unit and reconnected all host pc connections, reseated the ram¿s and other boards. After reconnecting all host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not switching on. No harm has been reported to philips.